Event description:
It was reported that the device was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.

Manufacturer narrative:
The device was received from the field with the header separated from the body of the device and damaged. A visual inspection of the header and connector revealed no anomaly related to the field concern. Additional evaluation could not be performed due to the pacer physical damage. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.